Manufacturer narrative:
An internal technical service consultant reviewed the data and provided reasons for the discrepancy between the longevity remaining and the battery status. It was no longer thought the battery had depleted more rapidly than expected. As of today, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, this device displayed 1.5 years battery longevity remaining and a magnet rate of 90 ppm. During a previous visit two months earlier, the battery longevity was two years and the magnet rate was 100 ppm. In addition, the ventricular threshold measurements were increased. No adverse patient effects were reported. An internal technical service consultant was contacted regarding why the magnet rate was 90 ppm and the estimated longevity was still 1.5 years.